Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a partially fractured main tube at the distal end. Components adjacent to this broken main tube show damage. The proximal clevis was observed to be dislodged from the main tube interface. Loss of proper engagement between the proximal clevis and the main tube was noted, which may be associated with structural compromise of the main tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the prograsp forceps instrument was broken where the gray shaft meets metal at the tip of the instrument. The instrument became stuck on the robotic arm during case and had to be manually removed with hemostat per direction from dvstat. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no pieces from the distal end of the instrument detached or broken off. No broken or frayed cables were seen. The port incision was not increased. Additional ports were not placed. The instrument grip/clevis/pivot pin was not dislodged/loose.